Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer reported that she had recharging issues since implant. The patient stated she was never informed that she would have to recharge prior to implant and never informed about high intensity programming. The patient stated that she recharges nearly every day and by the afternoon she was in pain and unable to adjust stimulation. It was clarified that the programmer was working as expected. The patient reported that she wore the recharger for four hours and only got it to half; the patient could never get the implant battery level to show full. The patient had the implant for her feet, but could only recharge if she was standing; if she sat or laid down she lost coupling immediately. The patient had to stand the entire time she was recharging but that was excruciating because of her feet. The recharger antenna was damaged. The indications for use were other chronic/intractable pain of the trunk/limbs and spinal pain. Additional information received from the manufacturer representative reported that a new recharger had been sent to the patient and the difficulty charging seemed like normal issues for patients who change positions when they recharge. The patient got good connection when she stands and sits. The patient had concern that she had to move it around a bit in order to get a good connection again after she moves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.